Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an atrial noise reversion on the atrial lead. No changes or intervention performed; the device will continue to be monitored. The patient condition was stable.